Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated glucose (gluc) result was obtained on a patient sample on the dimension exl 200 instrument. The customer replaced a sensor and consumables, adjusted the pump rate, primed fluids, and ran patient samples and quality control (qc), which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse observed the following: all probe alignments were off, the z alignment was too low, the reagent cartridge was stuck in the flex loader and the flex loader alignments were off on the y axis. The cse realigned and primed all sub-systems on the instrument, repaired the waste vacuum pump, and ran system check and qc, which recovered acceptably. Additionally, the cse identified low ultrasonic mixing voltages on all the mixers. The cse removed and replaced the ultrasonic board, rebooted the instrument, determined probe ultrasonic mixer voltages recovered as expected and ran system check and qc on all methods, which recovered acceptably. Siemens further evaluated the event and concluded that the low mixer voltages potentially contributed to the falsely elevated gluc result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated glucose (gluc) result was obtained on a patient sample on the dimension exl 200 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension exl 200 instrument and the repeat result recovered lower than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated gluc result.